Event description:
It was reported that the event was attributed to the implantable neurostimulator (ins) and the lead. The pt experienced preexisting pain. The lead and ins were replaced. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).